Manufacturer narrative:
The pod was received fully deployed. The original download data contained no hazard alarms. Pulse width increases were observed in the data, however pod functionality was not affected. The pod was rerun to observe for any hazard alarms. The rerun data found no hazard alarms. Upon opening the pod it was observed that the needle was incorrectly installed. The bend of the formed needle was not lodged into the slide retract due to the fact that there was excess plastic. Though the needle was found dislodged from the slide retract, no exposed needle was observed. No other damages or manufacturing deficiencies were found that would result in the pod generating a hazard alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 275 mg/dl while wearing the pod longer than 48 hours. Patient reported experiencing an occlusion alarm during pod wear.